Event description:
Patient revised for instability and polyethylene wear of insert.

Manufacturer narrative:
This complaint is still under investigation. Deputy will notify the FDA of the results of this investigation once it has been completed.